Event description:
Since having the essure coil placement, I have had migraines, extreme lower back pains, abdomen cramps that is worse before, during and after my menstrual cycle. Huge blood clots along with unreliable periods that can last between four and eight days every three weeks. I constantly have a discharge and I have a lack of sex drive and intercourse is very painful. I have major weight gain that I can not lose even with exercise. I have dental problems and a metallic taste in my mouth. I am constantly tired and have trouble sleeping. I have dry skin now when it was always oily and my hair is now falling out. I have severe bloating where I look as if I am about six months pregnant. I have nerve pain that I have seen a doctor for an joint pains. On a scale of 1-10, I am a constant 8 in everyday pain and it goes up to 10+ during my cycle.